Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09may2020.

Event description:
The customer reported a ventilator with a failure of the green led power indicator. A battery alarm was also noted during servicing. There was no patient involvement. The customer's request, the device was returned unrepaired.